Event description:
The ICD device involved in this MDR report was implanted with one implantable defibrillation lead only: no atrial lead and no left ventricular lead were connected. However, warnings related to high lead impedances were displayed upon device interrogation; in addition, recorded episodes included atrial endocardial egms. The physician was requesting explanations about this behavior.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (Other): review of the electronic data and files received. (B) (4).